Manufacturer narrative:
The pacemaker under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The returned follow-up data of (B)(6) 2018 have been inspected. The inspection of the trend data revealed intermittently strong fluctuations and a long-term increase of the ventricular pacing threshold since (B)(6) 2018. The last automatically measured ventricular pacing threshold was documented to be 2.4 v@0.4 ms, determined at 10:38 am on the day of the follow-up, resulting in a pacing output of 2.9 v@0.4 ms. The data further showed two manually performed threshold tests during the follow-up on (B)(6), resulting in a documented threshold of 1.8 v@0.4 ms and 1.3 v@1.0 ms. Based on the data available for analysis the root cause for the unstable pacing threshold was not determinable, however it is reasonable to assume that an unstable ventricular pacing threshold with intermittent values above the automatic capture control start amplitude of 3.6 v may have contributed to the clinical observation. The device data showed no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test confirmed a regular device manufacturing. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 76 months after the implantation the patient was admitted to hospital with syncope and documented asystole due to loss of capture. Tests were performed, the device was reprogrammed and no loss of capture was observed. It was decided to explant the device. An explant date was not reported.

Manufacturer narrative:
(B)(6) 2018 - we received a device evaluation. The pacemaker was explanted and returned for an analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The available data were analyzed in detail confirming unstable pacing thresholds which may have contributed to the clinical observation. Therefore, the header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.